Manufacturer narrative:
This is a duplicate report of 1818910-2017-52349.1818910-2019-103006 is being retracted as it is a report duplication. 1818910-2017-52349 will be kept for investigation purposes. Product complaint(B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain and instability. The surgeon noted the tibial tray was malpositioned, subsided, and loose at the cement to implant interface. There was also bone loss to the femur and tibia. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Dor: (B)(6) 2017. Left knee.